Manufacturer narrative:
Visual examination of the returned device noted presence of residue indicating use/handling. The ligator head, bands, and extension tube were not returned. The suture was intact and still attached to the trip wire loop. The trip wire was noticed to be previously caught between the handle post and bracket resulting in gouging of the bracket edge. The bracket and injection post was noted to be damaged by the trip wire. A functional evaluation of the handle was performed and an audible click was heard. Based on the condition of the returned device, the reported complaint could not be confirmed. It appears that the trip wire was not properly tightened and secured during set-up as indicated in the dfu. Additionally, the user failed to ensure that the trip wire do not fall into the gap between the handle post and bracket which impacted the functionality of the handle assembly. Therefore, the most probable root cause classification is user error.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2014. According to the complainant, the physician noted that the trip wire seemed to be too long and resistance was felt when actuating the handle to fire the bands. Reportedly, all the bands were still able to deploy. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2014. According to the complainant, the physician noted that the trip wire seemed to be too long and resistance was felt when actuating the handle to fire the bands. Reportedly, all the bands were still able to deploy. The procedure was completed with this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported issue of bands difficult to deploy. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.